Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code indicating voltage detected on the leads, although no external shocks were delivered. This ICD also aborted a capacitor reform and reexhibited the code.